Event description:
As reported by the user facility: epidural catheter was sheared when inserted. When the catheter was pulled there is 10cm retained. Additional info provided by the physician indicated the pt is fine and that the catheter fragment remains in the pt. The lot number and the item number remain unk and the remaining catheter was discarded and is not available for evaluation.

Manufacturer narrative:
The actual sample has been discarded by the user facility and will not be returned to the MFR for evaluation. A lot number and an item number were not provided. Without the sample and a lot number or item number, a complete evaluation could not be performed. Based on the event description, it appears the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing."